Manufacturer narrative:
Device evaluated by MFR: the synergy ii us mr 3.50 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Struts from stent strut row's 9 and 12 (counting from the distal end of the stent) were damaged, lifted from the stent profile and bent back distally. The undamaged crimped stent od was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed. The wings of the balloon cones were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip identified no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. After a guide catheter was inserted, a 3.50 x 38 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but failed to cross the lesion. It was noted that the stent struts were lifted during removal from the guide catheter. The procedure was completed with another 3.5x38mm device and was delivered though a guidezilla guide extension catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. After a guide catheter was inserted, a 3.50 x 38 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but failed to cross the lesion. It was noted that the stent struts were lifted during removal from the guide catheter. The procedure was completed with another 3.5x38mm device and was delivered though a guidezilla guide extension catheter. No patient complications were reported and the patient's status was good.